Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that prior to obtaining the discordant results; they had changed the standard a bag. The customer then replaced the salt bridge solution and ran quality control (qc) for sodium (na) and potassium (k), which recovered low. The customer replaced the standard a and ran qc, resulting low out of range. The customer adjusted the pump rate as it was elevated, calibrated and reran qc, which resulted low. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the imt sensor and ran qc, resulting within range. Headquarter support center (hsc) has reviewed the data and has recommended to keep the standard bags at room temperature and to shake them before installation on the instrument. The bags should also be rolled as fluid is used, in order to remove potential air trapped in the lines prior to priming. The cause of the discordant, falsely low na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. Only the discordant cl result for patient ID fc416503 was reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cl results.